Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarm occurred. Additionally, it was reported that resistance was experienced during the fill process with multiple cartridges. There was no reported impact to customer's blood glucose. Customer declined a follow up from tandem technical support.